Event description:
It was reported the patient experienced intermittent drug withdrawal, a metallic taste in mouth, and inadequate pain control. The system was replaced. The patient recovered without sequela. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.